Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to forget dexcomrx, disable bluetooth, close all applications, reset smart device, re-enable bluetooth, and re-pair transmitter, which was unsuccessful. Patient's father was then advised to insert a new sensor and new transmitter, which was successful. No additional patient or event information is available.